Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had vacuum low error.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check , the cs300 intra-aortic balloon pump (iabp) unit had vacuum low error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. During visit, the fse replaced drive manifold and observed machine for one hour and unit was working ok. Handed over the equipment to the customer in good working condition.

Event description:
N/a